Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -7.50/1.5/114 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged for a longer length lens due to low vault and the problem resolved. Cause of event was unknown.